Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
The doctor reports that the implant container arrived empty, without the implant. The procedure was completed with the placement of another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received an implant packaging of the reported item however did not receive one (1) tsvtb11, (imp,tsv,3.7,11.5,mtx,mg) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). The outer vial's tamper seal / ring was in unsealed condition. Inner vial was empty. The coob is non-verifiable as the condition of the product when received by the customer is unknown / non-verifiable. Device history record (DHR) review was completed for the subject lot number 1271639. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1271639 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect component quantity. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was improper handling of product outside of zimvie controls. Therefore, based on the available information, a device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.